Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the application software was reloaded onto the imaging system to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system would not progress past "initializing please wait" when starting up the system. There was no patient present when this issue was identified. No additional information was provided.